Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported by the patient that he was unable to inflate and deflate the pump of this inflatable penile prosthesis. He has recently followed up with the physician who was able to inflate the pump. He stated he is now partially inflated and unable to deflate. The patient service specialist offered to send post op training resources to the patient and will reach out to trainer to see a pump training assistance can be provided to the patient. No further information was provided.